Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display and unexpected alarm. Customer's blood glucose at time of incident was unknown. Customer was advised to insert the new aaa alkaline battery and the display return. Customer also checked alarm history and found unexpected restart, watchdog time and external ram crc error alarm. Customer was explained the pump experienced unexpected restart and advised to monitor pump. Customer was advised that we will send a battery cap.

Manufacturer narrative:
The pump was received with a blank display and a constant tone alarm due to moisture damage on the electronics. Unable to perform the idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, no delivery, displacement or verify other alarms due to the blank display. The pump had minor scratches on the display window and a cracked reservoir tube lip.